Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported an impedance check was performed with the implant on with high impedances on 9 and 11. It was noted the consumer had 2 programs with 1 anode and 1 cathode on each program with the following settings: a1=330, 1.7 volts, 2 hertz (using #11 and #12 in programming) with impedances greater than 4,000 ohms, and a2=300, 0 volts (the consumer hadn't been using a2), and 1,002 ohms (after voltage was programmed on the program). The rep. Further noted the #11 electrode was being used in programming although the consumer indicated they had only been using program 1, and had been getting therapy from this program, although they used stimulation very intermittently (she used therapy for a few days, and then shut it off for a few months after that). The rep. Changed the electrodes on a1 to 12 and 13 and also increased the voltage on program 2 from 0 volts and increased the rate to 40 hertz. The implantable neurostimulator (ins) battery level was checked with a result of 3.005 volts so there was "plenty of longevity left" indicating there was greater than 120 months left based on the consumer's initial settings, though this was using an impedance of 700 ohms for a1 and continuous use of stimulation was assumed. Following this the consumer was reprogrammed to work around the high impedances on a1 and other programming was performed to better optimize stimulation. Relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.